Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition post procedure.